Event description:
It was reported that no air was being delivered to the patient with an audible alarm. The patient was removed from the ventilator and manually ventilated for the remainder of the flight. The ventilator checkout was fine after the call. The ventilator was hooked up to a test lung and the problem could not be duplicated.

Manufacturer narrative:
Na